Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI: (B)(4). DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted concomitant medical products: part # 00630506040/ liner/ lot # 62863786, part # unk / unk cup/ lot # unk, part # unk / unk stem/ lot # unk . Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -00896.

Event description:
It was reported patient underwent hip revision surgery due to pain. Surgeon did note metal issues. Attempts have been made and additional information on the reported event is unavailable at this time.